Event description:
It was reported that the battery holder broke off of the device while at the user facility. No further information is available at this time, continued attempts to obtain additional information are ongoing.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the battery holder broke off of the device while at the user facility. No further information is available at this time, continued attempts to obtain additional information are ongoing. During the service evaluation conducted at the manufacturer facility the large led of the device was found to be missing. As the event was identified in service, no patient involvement or procedural delays were associated with this event.

Manufacturer narrative:
Additional information: evaluation is ongoing at this time.

Event description:
It was reported that the battery holder broke off of the device while at the user facility. No further information is available at this time, continued attempts to obtain additional information are ongoing. During the service evaluation conducted at the manufacturer facility the large led of the device was found to be missing. As the event was identified in service, no patient involvement or procedural delays were associated with this event.